Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001555640 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. Awareness training has been performed with the tray assembly team in an effort to raise awareness. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Injury (patient / other):no. Device possibly involved in injury: no. Device available for examination: yes. Detection site:2 - on application. Origin: clinic. Complaint: hair in a blister. Additional information: description of issue (what / why): hair in a blister. How often defect occurred: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: replacement. Photo / sample available: yes. Impact to patient: no indication for that / not applicable. Procedure performed by: physician. Procedure performed at: hospital. Replacement requested: no. Credit requested: yes. Closure letter needed: yes. Additional information: information on the error pattern: defect location: sterile packaging. Type of defect: soiled / contaminated / particles.

Event description:
Injury (patient / other):no. Device possibly involved in injury: no. Complaint: hair in a blister. Description of issue (what / why): hair in a blister. How often defect occurred: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: replacement. Photo / sample available: yes. Impact to patient: no indication for that / not applicable. Procedure performed by: physician. Procedure performed at: hospital. Replacement requested: no. Credit requested: yes. Closure letter needed: yes. Information on the error pattern: defect location: sterile packaging. Type of defect: soiled / contaminated / particles.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a1801. Patient problem code: f26.